Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had an e226 error. The issue occurred during preparation. There were no reports of patient harm.